Manufacturer narrative:
.

Event description:
It was reported that the ventricular lead exhibited noise; the noise was reproducible with isometrics. The patient was asymptomatic. The lead was explanted and replaced on (B)(6) 2014.